Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. Visual examination of the provided picture identifies an explanted polyethylene articular surface with some discoloration and normal wear from implantation. A small brownish debris or foreign material is also observed on the surface. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp (B)(4). D10 : unknown - unknown femoral component - unknown. Unknown - unknown tibial component - unknown. G2 : foreign country: australia customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 15 years post-op, the patient was revised due to instability and anterior knee pain. The poly was exchanged and the patella was resurfaced. Attempts have been made and all available information has been provided.